Event description:
It was reported that devices failed preventative maintenance due to rate inaccuracy. There was no known patient-related event involving the devices.

Manufacturer narrative:
The customer¿s report of failing preventative maintenance due to rate inaccuracy (sn: (B)(4) was not confirmed. External inspection found the rear case was found to be a third party part from elite biomedical solutions. No rate accuracy issues were observed on pump module (s/n (B)(4). The device was found to be in specification when tested. Pump module (s/n (B)(4) was tested for rate accuracy and was found to be in specification. Calibration was performed to ensure that the device could successfully be calibrated and was calibrated without issue. Patient side occlusion was also found to be in specification. The use of repair or service parts or disposables that are not approved by bd is at customer's own risk and patient risk, and may void the product warranty provided by bd. The proximate cause of the customer¿s report of pump module (s/n (B)(4) failing preventative maintenance due to rate inaccuracy was not determined. This device was found to be in specification.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that devices failed preventative maintenance due to rate inaccuracy. There was no known patient-related event involving the devices.